Manufacturer narrative:
Device not available for evaluation. Internal investigation in process.

Event description:
Surgeon was performing mvd procedure, and 3cc of hydroset cracked and crumbled upon set up. The sales rep was not there during the case. He was contacted by facility after the procedure to let him know. The surgeon was able to remove the old product and use new. The procedure worked well the second time. The expiration date of the hydroset is 08/2012.